Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission with an alert for long capacitor charge time on the implantable cardioverter defibrillator. When the patient was brought in to the clinic for testing, a normal charge time was observed. When records were reviewed, the original charge time that triggered the alert was also within the normal range. The patient had no adverse consequences and would continue to be monitored.